Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the power cable was replaced. The device was restored to factory defaults. The system meets the specifications for the service performed and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a power cable that was leaking current. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A replacement power cable was ordered.